Event description:
A report was received that a patient was experiencing stimulation at the pocket site. A fluoroscopy showed that the patient's leads had migrated out of the epidural space and wrapped around the ipg. The physician recommended a revision procedure to replace the leads with a paddle lead.

Manufacturer narrative:
The patient is undecided regarding the revision surgery and remains implanted with the associated leads. This is the final report.